Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a primary plum set was reported that at the end of paclitaxel infusion, the patient flagged that line was leaking from the filter. It was unsure how much fluid leaked. There was patient involvement, but unknown patient harm.